Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens but due to a loose capsule, the bag would not hold the lens. The lens was removed with no patient injury and three piece lens was implanted. No vitrectomy performed. The patient's prognosis is good. The reporter stated the incident/injury was not product related.

Manufacturer narrative:
No lens malfunction. Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined not to be product related.